Event description:
Event description guidant received information that at this patient's three month follow-up visit, this fineline atrial lead was exhibiting loss of pacing and sensing. Impedance measurements were > 3000 ohms and a lead fracture was suspected. The lead remains implanted with the ventricular lead actively sensing and pacing. Atrial lead replacement to occur within the near future. Event will be re-evaluated when additional information is received. Additional information received states this atrial lead was explanted and replaced on april 10, 2002 due to a lead fracture. It will be returned for laboratory analysis.